Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/17/2022, it was reported by a facility representative via email that an ar-13995n scorpion needle tip broke. This was discovered during a rcr procedure on (B)(6) 2022. Right after surgeon fired the scorpion needle, it was noticed that the tip had broken and it was retrieved from the patients tissue. Case was completed without further issues using a new scorpion needle.